Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s sister reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 432 mg/dl at the time of incident and the other blood glucose level was 417 mg/dl. Customer¿s sister declined to troubleshoot for high blood glucose. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. Customer¿s sister stated the meter was not connect to insulin pump and sensor. The insulin pump will not be returned for analysis.